Event description:
It was reported that, "during the revision surgery, when the surgeon attempted to attach the u clip, he was unable to because the threading was worn out or stripped and it would not engage."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.